Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient does not know if the infection has been resolved. No further information was reported.

Manufacturer narrative:
Additional review indicated conclusion (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the infection had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative was called into the operating room to attend a "pocket wash out". The doctor indicated that the pocket site was not infected and they were unsure why they were flushing out the battery site. Additional information received. It was reported that the pocket site had a small infection. The patient was put on antibiotics and it was noted that there were no issues regarding the patient's device or therapy. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a representative (rep) regarding the patient. It was reported that the pocket was forming with fluid. The rep stated that the implantable neurostimulator (ins) was explanted. No further complications were reported. Follow-up was conducted.